Event description:
It was reported that an error occurred with the cgm sensor, specifically error 42. Customer's blood glucose level reported as 110, which was within the normal range. Technical support provided instructions for a pump reset, and the caller successfully completed this reset resulting in the error not reoccurring and successfully starting the sensor session.